Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom of "door shims", as the direction of flow shims were observed to be missing during evaluation and is considered confirmed. The direction of flow shims were replaced. Additional information: component missing.

Event description:
It was reported that a spectrum pump had door shim parts missing. It was also reported there was no patient involvement.